Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for high undefined left ventricular (lv) lead tip to can impedance. The lead is still in use. No patient complications have been reported as a result of this event.